Event description:
It was reported that angled head skipped occasionally. At the time of report, there was no patient involved.

Manufacturer narrative:
H3: product analysis: evaluation couldn't reproduce the reported malfunction of angled head skipped occasionally. However it was noted that the tube bearings were detached and it was not possible to insert the burr in the attachment. Also, the laser markings were faded and tube was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.